Event description:
It was reported that patient has been inserted PICC line for ca colon, after few days came back with pain in upper arm, diagnosed as dvt involving the right upper limb vein thru doppler imaging. Chemo regimen(folfox-6) has been interrupted, difficult to use PICC line. Catheter was not removed. Additional information received 8/7/2023: it was reported the patient was given oral anticoagulant. PICC was placed in the basilic vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been inserted PICC line for ca colon, after few days came back with pain in upper arm, diagnosed as dvt involving the right upper limb vein thru doppler imaging. Chemo regimen(folfox-6) has been interrupted, difficult to use PICC line. Catheter was not removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.